Manufacturer narrative:
It was determined that the bunching/crushing of the pad is abuse of the prod and a violation of the instructions and warnings. This incident is the direct result of misuse/abuse of the prod. See scanned page.

Event description:
The consumer reported leaning against heating pad on her couch for back pain. She felt intense heat and jumped up, and that is when she realized the pad had melted to her couch, which caused minor property.